Event description:
During a follow-up, the patient was prophylactically screened with fluoroscopy and found externalized conductors. Electrical testing of the lead was normal. Lead remains implanted.

Manufacturer narrative:
A partial lead was returned for analysis. Internal insulation abrasion was found at 8.7cm - 12.1cm from the distal tip. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.